Event description:
Complainant alleged that while attempting to treat a patient during a flight, the device prompted an unk "compressor failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing by the biomed, the device powered on with no display.

Manufacturer narrative:
The reported malfunction of "compressor failure" was observed and attributed to a faulty compressor. The reported malfunction of "no display" was observed during initial testing. However, could not be duplicated. The cup board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.